Manufacturer narrative:
A patient had undergone a da vinci cholecystectomy procedure on (B)(6) 2013. The surgeon was placing a clip on the cystic artery when a piece of the hem-o-lok clip applier instrument fell into the patient. The instrument was used less than a minute when a piece of the instrument fell into the patient. A video the procedure was not recorded to provide to intuitive surgical inc. (Isi). On (B)(4) 2013, the patient went back into surgery for a bowel obstruction procedure and during this procedure the surgeon found the piece of fragment from the procedure on (B)(4) 2013 and removed it laparoscopically. The surgeon indicated that this bowel obstruction procedure was unrelated to the patient's first da vinci procedure. According to the surgeon, the patient has not returned back to the hospital experiencing any post - surgical complications. Isi has reviewed the system logs for the site with a procedure date of (B)(4) 2013 and no system errors was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci cholecystectomy procedure part of the instrument fell into the patient and the instrument piece was retrieved during a second procedure.

Event description:
It was reported that during a da vinci cholecystectomy procedure, the hem-o-lok clip applier instrument would not open to clip. A piece from the instrument broke off and had fallen into the patient. The planned surgical procedure was completed and an x-ray was performed in an attempt to locate the missing piece. The x-ray result was negative.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's distal clevis was broken off which caused the open/close function of the instrument to fail. The piece of the clevis that broke off measured approximately .0141 x .0211. The broken piece was not returned with the instrument. It was concluded that the damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported broken piece found during failure analysis if to recur could cause or contribute to an adverse event.